Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. The customer's blood glucose level was not impacted. A replacement usb cable and wall adapter were sent to the customer. Although confirmation was requested as to whether or not the replacement charging supplies resolved the reported charging issue, it was unable to be confirmed.